Manufacturer narrative:
Specimen reports for (B)(6) generated on the cell-dyn ruby and cell-dyn emerald were reviewed. The cell-dyn ruby review showed that the results were flagged with atpydep, band, and rbc morph flag. Review of the plt histogram did not show the typical size distribution. The presence of rbc morph suggests to examine a stained smear for abnormal rbc or plt morphology and follow laboratory review criteria to report the results. The cell-dyn emerald review showed l5 and ic which are wbc differential flags that indicate the possibility of immature cells. P2 and p3 are plt flags which indicates the presence of schistocytes and microcytes respectively. P2 and p3 invalidate the plt count and mpv results. The presence of p2 and p3 flag suggested the users to follow the laboratory protocol to verify the plt results. The cell-dyn ruby and emerald use different technologies to measure plt, so a direct comparison between these two analyzers is not applicable. The sysmex instrument model that the customer used to test this specimen was also unknown. The customer performed blood smear examination to report the plt results; anisocytosis and poikilocytosis in rbc and plt were also identified. Based on the information provided, the issue was due to the pathology of the specimen. The plt & mpv results were properly flagged or invalidated to alert the customer to follow their laboratory protocol to verify the plt results for reporting. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any adverse trends or abnormal complaint activity. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely decreased cell-dyn ruby platelet (plt) results of 12.1, 15.0 and 11.2 k/ul were generated for a female patient (born year 1940) with hematologic disease. The results of 12.1 and 11.2 k/ul were flagged (mpv suppressed) but the result of 15.0 k/ul was not flagged. The sample was sent to another laboratory and tested using the sysmex analyzer which generated a plt result of 137 k/ul. Smear review confirmed the result and showed anisocytosis and poikilocytosis in rbc and plt. No impact to patient management was reported.